Event description:
Boston scientific received information that the patient with this pacemaker has experienced syncopal episodes. During syncopal episodes, the patient feels nauseated and that her heart rate was slow. Lead measurements were acceptable. The lower rate limit was reprogrammed from 50 bpm to 60 bpm. The patient had been prescribed a new medication to prevent arrhythmias and so arrhythmias are not the reason for syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be udpated.

Manufacturer narrative:
Field follow-up confirmed the patient returned for a holter monitor evaluation, which showed sinus tachycardia, however no other arrhythmia's. On last device interrogation, 14 svt episodes at 180 bmp, were noted. In conclusion, the physician felt the patient's symptoms correlated with the evented episodes and thus, only a modification to the patient's rate control medication has been performed.

Event description:
--

Event description:
Boston scientific received information the patients cardiologist has requested the patient were a holter monitor, with the implanted system scheduled for routine check during the next regularly scheduled follow-up. No additional adverse patient effects or complications have been reported.